Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: type of investigation code was added: 3331 and 4109. H6: investigation findings code was added: 213. H6: conclusions code was added: 4310. The complaint reported a loosening event. The product was returned. The reported event could not be verified as the exact details of event were nonverifiable. Based on the evaluation and functional testing, device malfunction has not occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported device was not available. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint related nonconforming products was identified. The complaint is related to the functional performance of the device. Functional testing was performed using an in-house implant. The product was able to engage and disengage the implant as normal. Therefore, the reported event could not be recreated. Potential failure modes, hazardous situations and harms are referenced in the risk assessment summary. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period. No further investigation or immediate escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Event date unknown / not provided. Lot number unknown / not provided. Location of dental screw unknown / not provided. Product location unknown.

Event description:
It was reported that the patient presented with a loosened dental screw. No injury indicated from doctor. Tooth #14.